Manufacturer narrative:
The logfile and the sensor board (pcb sensor) of the affected device were made available for the investigation. Based on the log file analysis it could be confirmed that the device stopped delivering gas to the patient on the (B)(6) 2021 at 08:38 a.m. Due to a technical failure regarding the airway pressure sensor s5. The affected sensor board was tested in an oxylog 3000plus for two hours, but the failure was not reproducible. The investigation therefore concluded that a sporadic failure of the sensor board occurred during the reported event. In case of a technical problem the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The device reacted as specified to a detected technical deviation regarding the airway pressure sensor s5 and generated a corresponding alarm message. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device oxylog 3000 plus failed with ¿technical error¿ and stopped delivering gas to the patient. There were no patient health consequences reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device oxylog 3000 plus failed with ¿technical error¿ and stopped delivering gas to the patient. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device oxylog 3000 plus failed with ¿technical error¿ and stopped delivering gas to the patient. There were no patient health consequences reported.